Event description:
The following has been reported: "while testing this pump serial # (B)(6). The found error occurred: reload cassette tubing set is misloaded. 1.lift and close the lever. Keep flow dial closed if the problem persists: 2> use another pump. If the problem persists:3. Replace tubing set. There was no report of patient harm or whether the issue stopped an active infusion. The complaint was that the post doesn't fully rebound." Requested that biomed clean pins and do a test infusion. 11-25-23 biomed reported: "I clean the pins and performed the test. No problem. The other problem is the pump is no holding a battery charge." Will open complaint for battery problem, waiting for confirmation that test infusion after pin cleaning was successful. 12/4/23 - biomed confirmed pin cleaning successful, per r&d requested biomed to try charging pump on a different bracket, no issues found with battery. A preliminary review of the logs shows the following: mechanical hardware failure (av sticky valve) an active infusion was delayed. Reporting due to the referenced issue. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
The issue was due to contamination causing sticking of the fva pins. The issue was resolved with a thorough cleaning by the customer.